Event description:
The surgeon reported that another corneal burn occurred during the sculpting phase of a cataract procedure, after having changed the parameters of the system following the first case of a corneal burn. The surgeon has cancelled all surgeries (number of cancelled procedures unknown) until the exact cause has been determined and resolved. Multiple attempts were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
The company service representative examined and tested the system, including the phaco handpieces; they were found to meet all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health device, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.